Manufacturer narrative:
Continuation of d10:  dtba1d1 crt-d, implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a right ventricular (rv) lead integrity warning for out of range (oor) high and undefined pacing impedance, high rate non-sustained episodes and high sensing integrity counter (sic). Oversensing was noted from the rv lead. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead had an alert for failed atrial lead position check. The ra lead remains in use.

Manufacturer narrative:
Correction: h6 (device codes: fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.